Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed copious discharge from the driveline site and pain. CT of the abdoemn on admisison showed fat stranding along drive line with no abscess. The patient was started on zosyn. Driveline exit site culture was positive for pseudomonas, proteus- pan sensitive. White blood cell count was 17.8 x 109 cells per liter. Patient temperature was 36.8 c. Patient was hospitalized and piperacillin-tazobactam infusion was initiated. Electrocardiogram (EKG) showed no qt interval prolongation. The patient was given cipro 500mg twice a day for 4 weeks, to be completed by (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.